Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: cp0001582, constrained glenoid 22mm liner, lot 734120, cp0001581, constrained glenoid lock ring, lot unk, 211230, compr srs mod stem - 6x75mm, lot 541500, 211216, compr srs prox bdy - sm 58mm, lot 688930, cp0001584, compr srs tmr body 61mm w thds, lot unk, cp0001583, const 22mm hmrl head w screw, lot unk.

Event description:
It was reported that the patient will be undergoing a revision of a cannulated constrained cup to a reverse baseplate approximately 4 months post implantation due to disassociation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.